Manufacturer narrative:
No product will be returned. Photo provided by the customer shows a bulge/balloon in the silicone segment tubing near the upper fitment. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that the pump was on a patient and the IV tubing had antibiotics running, it kept beeping occluded. She checked the IV line and found tubing to have stretched into a bubble at one of the connection sites, that is placed inside IV pump. The nursing supervisor was speaking with pharmacy and distribution about the tubing. Customer thinks it has to do with the tubing and not the pump. The customer is also unsure what channel it was. There patient was not injured.